Manufacturer narrative:
Insulin pump received with intermittent buttons, due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked reservoir tube, cracked reservoir tube lip, battery tube threads, minor scratches on display window and broken belt clip slot.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump returned a check settings alarm. Customer reported trying to clear that alarm, but the keypad would not respond. Customer stated that next she received a button error alarm. Blood glucose level was 261 mg/dl at the time of the call. No further information was provided.